Manufacturer narrative:
A proximal segment of the lead was returned. Analysis was performed and no anomalies were found. There were two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin was too proximal and one set was in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device and leads were a source of discomfort on the left side as the patient is left handed. After the right sided system was implanted and determined to be stable, the device on the left side was explanted. The lv lead was fully explanted and the atrial and right ventricular (rv) leads were cut to reduce bulk in the pocket and partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.